Event description:
It was reported that customer experienced continuous glucose monitor error and needed help starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with support, did not experience further error, and successfully started new sensor session; no additional actions were documented.